Event description:
It was reported that during the procedure of ica (internal carotid artery) stent placement for 90% ica stenosis and calcification at the lesion, the physician observed the tip of the system under fluoroscopy to deliver the stent (subject device), however when reached ica (internal carotid artery), the physician felt the delivery was not smooth and the tip of the stent was retracted quickly. So checked the stent and found the proximal of inner body of the system was fractured. The physician was able to remove all part of the fractured proximal of inner body of the stent system from the patient¿s anatomy. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Product identification: there was no packaging returned with the device, therefore it cannot be confirmed that the correct device was returned. Visual/microscopic inspection: the proximal end of the stabilizer was kinked at 7cm & 12cm from the proximal end. There was a guidewire returned within the stabilizer. There was dried blood noted within the hub of the device. The distal taper tip was detached from the end of the stabilizer. There was dried blood noted within the catheter. Functional inspection: an attempt was made to flush the catheter to remove the stabilizer, however the catheter was unable to be flushed and the stabilizer was unable to be removed. The distal end of the stabilizer was gently pulled and the stent was deployed, there was no damage noted to the stent, there was dried blood noted to the stent. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that during the delivery he found the tip of the stent was retracted quickly, so checked the stent and found the proximal of inner body of the system was fractured. The patients anatomy was moderately tortuous and there was 90% stenosis and calcification at the lesion. When reached ica, the operator felt the delivery was not smooth. The device was returned for analysis and it was confirmed that the distal tip of the stabilizer was detached and not returned. The stabilizer was unable to be removed from the delivery catheter as there was a lot of dried blood noted within the delivery system. It is probable that the tortuosity of the patients anatomy caused or contributed to the reported friction and fracture, the presence of blood within the delivery system may also have contributed to the event. An assignable cause of procedural factors will be assigned to the reported stent stabilizer broken/fractured during use and sdw friction and to the analyzed stent stabilizer kinked/bent, stent stabilizer broken/fractured during use, catheter shaft blocked/occluded and stent stabilizer /catheter friction, the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the procedure of ica (internal carotid artery) stent placement for 90% ica stenosis and calcification at the lesion, the physician observed the tip of the system under fluoroscopy to deliver the stent (subject device), however when reached ica (internal carotid artery), the physician felt the delivery was not smooth and the tip of the stent was retracted quickly. So checked the stent and found the proximal of inner body of the system was fractured. The physician was able to remove all part of the fractured proximal of inner body of the stent system from the patient¿s anatomy. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.